Event description:
Pt admitted to hosp for removal of bilateral breast implants secondary to right side rupture. Bilateral capsulectomies were peformed as well. Originally pt had gel implants placed in 1987 and those were removed and replaced secondary to capsule formation. 1987 breast implants were replaced with saline breast implants in 1991. MFR is unknown.